Event description:
It was reported that the surgical glove had a tear in it. Doctors gloves had a visible tear during surgery. The gloves consistently catch on surgical instruments causing it to tear. In this recent incident, pieces of it is left on the surface of the heart prompting the doctor to retrieve it.

Manufacturer narrative:
It was reported that the surgical glove had a tear in it. Doctors gloves had a visible tear during surgery. The gloves consistently catch on surgical instruments causing it to tear. In this recent incident, pieces of it is left on the surface of the heart prompting the doctor to retrieve it. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.